Event description:
It was reported that they the first exposure never processed and the application shut down with an error causing the patient to have, the exposure repeated. They rebooted the system; once this was done the unit is working as intended.